Manufacturer narrative:
Product complaint (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and not available: it was reported the patient's weight was 3.5 kg. Please verify the weight in kg? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. When performing suturing of the skin, the needle broke inside the patient. Use of intensifying screen to locate the needle, which has been recovered with success. No adverse patient consequences reported.